Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory product ID hh90t01 lot# serial#(B)(6); implanted: explanted: product type mobile platform product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6); ubd: 15-feb-2020, UDI#:(B) (4) analysis found the communicator failed the final functional test with result "trs210010.1/peak-peak voltage at probe/0/mv/150/210/fail/15". Communicator was returned on 11/03/2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for about the last month, they had been having a lot of problems connecting to their pump. The patient stated that they had not been able to bolus at all some nights when they had needed it due to the issue. The patient mentioned that it had taken them and their husband about 30 minutes to an hour to connect to the pump. The patient stated that they had tried bending every which way and they tried resetting via the instructions on medtronic's website, but nothing had resolved the issue. The patient stated that normally they held the communicator horizontally over the pump, but their husband had tried holding the communicator in every which way without resolution of the issue. The patient stated they did not know why it was difficult or sometimes impossible to request a bolus. While on the call, the patient was already connected to the pump. The agent assisted the patient in resetting the bluetooth and initiating a new connection to the pump. The patient then saw 'no pump found' and confirmed that this was the screen they had been seeing. The agent reviewed communicator general use, and the patient was able to successfully connect to pump. The agent reviewed considerations and recommended that the patient monitor the issue and call back if it persisted. Additional information was received from the patient who reported that when they tried to get a bolus, the screen would say "no pump found". The agent had the patient reset the communicator and handset, walked the patient through the myptm, and the patient was stuck at "retrieving the pump settings" and then the "no pump response" message appeared. The issue was not resolved. A replacement communicator was requested from the repair department due to poor telemetry with the communicator and the patient being unable to connect to the pump during the call.